Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the ar-9301-03 and ar-9301-47cpc were implanted for a total shoulder case; patient is female, 60s. After the implant, the surgeon was checking the fit; it was loose and both devices pulled out of the patient with bone matter attached to it. They converted the case to apex and it was completed.